Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted after the use before date. It was noted that they did not detect the expired device date before implant. As of (B)(6) 2018, there were no reports of adverse events, and the device was working normally. The problem was in process to resolve, and was not resolved as of (B)(6) 2018. There were no patient symptoms or complications. There was no medical or surgical intervention necessary to prevent a permanent impairment of function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event, and the patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.